Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained rv oversensing was observed on the right ventricular channel. Programming changes were suggested. No further information was provided.

Event description:
New information states that the oversensing was first observed during a follow-up in clinic. Programming changes were made. Patient was asymptomatic and will continue in routine follow-up monitoring.